Manufacturer narrative:
The device was evaluated by olympus. The investigation determined that the allegation was not confirmed; however, all of the alarms and front panel leds failed due to a circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the power on the high flow insufflation unit turns off. No patient injury or procedure impact was reported.

Event description:
The customer confirmed the event (power turned off) occurred during a treatment procedure. The procedure was completed by turning the power off and on. The procedure was delayed about 1 minute. The device was inspected prior to use. There was no patient harm or consequence reported as a result of the event. Durin g the device evaluation, it was found that the alarm and led were turned off. This report is being submitted for the power turning off, as well as the malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3 and b5. B3 & b5: the information in these fields was inadvertently omitted from the initial medwatch report. H6 (type of investigation): code 11- testing from the same lot/batch was added in error to the initital medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the alarm and leds on the front panel were turned off due to a faulty main board. However, the final root cause of the device powering off and the alarm/led failure was unable to be identified. Olympus will continue to monitor field performance for this device.